Event description:
Unomedical reference number (B)(4). Event occurred in germany, it was reported that on (B)(6) 2024 patient was currently in the surgical department and got issue with infection phlegmon in the abdomen which is being treated with antibiotic tazobac 3 times a day. No further information available